Event description:
Caller (customer's wife) reported that on (B)(6), 2014, at 12:28 p.m., the customer obtained a reading of 244 mg/dl on his adc blood glucose meter. At approximately 3:30 p.m., the caller found the customer unconscious, immediately called the paramedics, and was advised by the paramedic to "start CPR". Paramedics arrived at approximately 3:35 p.m. And obtained a reading of 22 mg/dl on the hcp meter. It is unknown what, if any, treatment was administered by the paramedic. Customer was transported and admitted to a local hospital where he remained at the time the call was received by adc. It is unknown what, if any, diabetic diagnosis or treatment was rendered in the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history review (DHR) of the meter was requested. The DHR's for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.